Event description:
The iab was inserted into the pt on 8/18/97. On 8/24/97, the iab leaked. The iab was removed and a second was inserted. As a result of the event, the pt lost pedal pulses. The iab was not returned to datascope for eval. The iab was discarded by the facility. (Event complications: the pt lost pedal pulses-reported 8/28/97). (Pt's current status: stable-rpt'd 8/28/97).